Event description:
The pt was suspected to have a large, left pleural effusion. Thoracentesis tray obtained. A 14 gauge needle introducer was introduced into the pleural space, but the physician could not aspirate anything through it. The physician changed kits with an intercath, advanced it and removed the fluid.